Manufacturer narrative:
(B)(4). Initial report. Concomitant medical products: the client has indicated that the product will not be returned to zimmer biomet for an investigation. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2022-00228 and 3002806535-2022-00230. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Event description:
It was reported, that: there was a revision due to the oxford warranty. Patient outcome: revision. No delay.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were reported event was unable to be confirmed. A review of the manufacturing history records confirms that no abnormalities or deviations were reported. The likely condition of the devices when they left zimmer biomet is conforming to specification. The root cause of the reported event can not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.